Event description:
It was reported that (4) devices were used during a gastrojejunostomy. It was reported by the affiliate that the stomach was transected with one firing of the tlh90 and the "disodernum" was transected with the tlc55. As the surgeon attempted to fire the tlc55 with one smooth motion, the linear cutter jammed. A new tlc55 was then used and this time it managed to cut through the "disodernum". Another reload was inserted for firing of the gastrojejunostomy. However, this cutter then jammed. Another cutter was opened and the common opening was closed with a tlh90.